Event description:
Consumer had surgery to remove r-port catheter 10/1/1996. After surgery she was told the catheter broke off. A chest and arm x ray revealed the catheter settled in the atrium of the heart. A second procedure was performed on 10/2/1996 to remove the catheter. On 2/12/1997 FDA investigator visited facility where procedure took place. Investigator explained the purpose of the inspection was to investigate a report of injury related to a catheter. Investigator indicated they wanted to obtain information about the incident to determine if the catheter may have caused or contributed to the incident. Investigator also explained they wanted to determine if the incident was properly reported in accordance with medical device user facility regulations. Investigator was introduced to facility staff who provided investigator with a copy of the medwatch form submitted to the manufacturer, meditech, natick, ma. The medwatch was also submitted to FDA as part of a bi-annual reporting requirement per 21cfr part 803. (Note:during a previous telephone conversation with staff, investigator was told the incident had not been reported through medwatch and that the manufacturer had not been notified.) Investigator asked when the medwatch report was submitted to the manufacturer. The report date is 10/1/1996. Investigator was told it issued on or immediately following that date. The medwatch form provides very limited information. Investigator requested copies of any other documentation about the incident. Investigator was told no additional documents were in existence, however, an incident report would be prepared and a copy submitted to the investigator. Staff member explained during her conversations with the physician, she learned the catheter/port had been placed into the antecubital space (the elbow joint). She reported these ports are normally placed into the upper chest. In this case, the patient requested the location chosen. There is no product literature that specifically contraindicates using this location. The catheter was implanted in august 1995 and removal occurred 14 months later, october 1, 1996. The doctor reportedly theorized the catheter was weakened as a result of repeatedly bending the elbow. While attempting to remove the catheter, a portion of the catheter broke off and settled in the atrium of the heart. Investigator requested the labeling and literature for the r-port catheter. Copies were provided to investigator. The device instructions include a heading (page 4) "9. R-port insertion considerations". Under this heading instructions read:"1. Avoid passing the catheter between the clavicle and first rib. Doing so may result in pinching or shearing of the catheter. 2. Select a site for placement where the port is supported by an underlying bone structure." Upon receipt of the labeling information, investigator left the hospital. On 2/25/1997 investigator received a "memorandum of investigation" dated feb 20,1997, from facility.